Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately tortuous, heavily calcified concentric mid right coronary artery. After deployment of an unknown stent, a 3.25 x 15 mm nc trek balloon dilatation catheter was used for post-dilatation and was inflated twice at 12 atmospheres. However, when being inflated for the second time, the balloon ruptured. A non-abbott balloon catheter was used to successfully complete the procedure. Under fluoroscopy, it was noted that contrast was escaping from the balloon. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.